Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured the cassette membrane. The load cell value and verification were within tolerance. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The simulated treatment was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the test treatment. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom was not confirmed with testing. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) medical records were reviewed by post market clinical staff and do not document any diagnoses for gastritis or dehydration. Medical records do not contain a discharge summary with final diagnoses and interventions implemented during hospitalization for review. Medical records do not contain hospital progress notes for review. Final blood culture results are not available for review. Medical records do not contain dialysis treatment records and flow sheets. It is difficult to determine the course of hospitalization with the current medical records. The hypotension is probably related to the high ultra-filtration experienced by the patient. The patient¿s nurse reported that the patient was using the lowest dextrose solution, 1.5%, therefore other causalities such as the patient¿s prescribed dialysis treatment and patient¿s peritoneal membrane must be considered. A supplemental report will be submitted upon the plant¿s investigation.

Event description:
A peritoneal dialysis patient's nurse called technical services to have a cycler replaced as a patient had high ultrafiltration rates on delflex 1.5%. The patient had recently experienced ultrafiltration of over one liter for an underdetermined number of days and experienced hypotension. Patient's blood pressure log over the past month has been in the 90's to 100's/50's and 60's. She also reported the patient had been hospitalized for dehydration and gastritis. The patient presented to the emergency room with a blood pressure of 109/58 and complaints of fatigue and dizziness. He was treated with a fluid bolus. Patient stated he also experienced nausea and vomiting two days prior. The patient's nephrologist wanted to review the patient's cortisol levels for adrenal sufficiency and repeat blood cultures to ensure a previous bacteremia had resolved. Patient's nephrologist was concerned with patient's low cortisol level causing hypotension. He was negative for orthostatic hypotension. The patient was found to be hyponatremic. Patient also admitted that the peritoneal dialysis machine would not run the previous night and that he had not received peritoneal dialysis in almost 48 hours. Patient was admitted and blood pressure improved and was discharged (B)(6) 2016.